Manufacturer narrative:
One cadd solis 2110 hpca pump was returned for analysis. No physical damage to the unit was found upon visual inspection. The device history log was reviewed with no discrepancies found. Accuracy testing was performed; no discrepancies noted. Delivery accuracy testing noted that the unit's average delivery error to be within specification. Based on the evidence, no fault was found as the allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical pump failed volumetric testing and was over infusing. There was no reported adverse events.